Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.